Manufacturer narrative:
A ge svc rep performed an onsite investigation and was unable to duplicate the reported problem. The tube was greased and the filters were cleaned. The monitor cables and the display adapters were reseated. A loose power cord plug was tightened. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that just after a water leak in the building, both monitors started to occasionally blink or go white. No pt injury was reported.